Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a lead alert due to high impedance on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the rv lead impedance continues to have high readings with an alert. The lead remains in use. No patient complications have been reported as a result of this event.